Event description:
Corneal ulcer caused by isolated pseudomonas related to contact lens usage. Now suspecting possibly related to contact lens solution. Resulted in significant scarring/loss of vision, only repairable through corneal transplant. Not sure if infection could have been caused by solution and/or contacts- but given the current news, wanted to report this.